Event description:
This lead was implanted on (B)(6) 2015. And was explanted on (B)(6) 2016, due to the customer being dissatisfied with the product. The physician was dr. (B)(6) at (B)(6). No other information available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).